Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device will not go into standby mode. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Per good faith effort (gfe) response received, it was confirmed that the device went into standby mode and that the flow sensory assembly is detecting a negative flow incorrectly thinking that a patient circuit is attached when there is not one. The repair for this unit cannot be conducted at this time due to the flow sensor assembly being on back order. The replacement of the flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. The material has already been requested and ordered. When the part becomes available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.